Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6 mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned procedural sheath for physical investigation, the reported event could not confirmed and the root cause could not be conclusively determined.

Event description:
It was reported by the clinical specialist that a female pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 7f sheath (model unk). Peri-procedure, the pt was anti-coagulated with 6000 units of heparin. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device and balloon were prepped, the device was inserted into the procedural sheath. The physician experienced resistance therefore the physician pulled the sheath back and the device was advanced. A buddy wire (guide wire) was in place. During the process of the physician pulling the balloon to the arteriotomy, the balloon ruptured. The device was removed and the sheath was re-inserted over the buddy wire and a device from another MFR (perclose) was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.